Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: there was no error message, and the system initially power on without errors. There was no patient injury and the procedure successfully completed robotically with 3 arms. Patient info was provided.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer contacted a technical support engineer (tse) and reported that they had a non-recoverable fault with arm 3. The tse reviewed the system event logs and identified error 1162 related to universal surgical manipulator (usm) 3. The tse instructed the customer to perform a hard power cycle with an emergency power off (epo), but this did not resolve the issue. The tse then advised the customer to disable arm 3 and the surgeon proceeded procedure to with three arms. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. (Isi) has not received the usm for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Manufacturer narrative:
The universal surgical manipulator (usm) was returned for failure analysis and the reported ¿1162¿ error was confirmed and replicated. In logs, the ¿1162¿ error was found indicating ¿ac magnetic cannula sensor¿ on the usm ¿0x3¿ axis, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where no error was triggered. The usm was then installed onto a patient side cart fixture test platform (pftp) where ¿sensors check¿ was found to be failing on the ¿0x3¿ axis. Once testing was completed, the ¿insertion cva¿ was tested and was verified to be the source of the fault. The probable root cause based on findings from failure analysis may be attributed to sensing error pertaining to the insertion cva (chipencoder virtual absolute) printed circuit assembly (pca).

Event description:
Refer to h11 for follow-up information.